Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient was transferred from banner estrella to banner university via a flight. Upon arrival, the patient switched to a banner university automated impella controller (aic). The 'placement signal not reliable' alarm was noted on the banner university console. All other metrics were normal and the pump was flowing appropriately. The placement signal waveform was not visible on the aic screen after the issue occurred. The pump's position was confirmed via echocardiogram. There is no patient harm. At this time, the patient is still on support.